Event description:
When a patient point is created from a 2d dataset in oncentra brachy, the dose is not updated correctly in the table when that point is moved. The table showed a dose to p1 of about 19% but should be well over 150%. This could lead to mistakes in planning. The operator needs to refresh the dose calculation to avoid this problem.